Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was under sensing of the small amplitude r-waves noted on the subcutaneous implantable cardioverter defibrillator (s-ICD) after the patient had their epicardial pacemaker explanted and a leadless pacemaker was implanted. It was noted that at implant, sensing passed in at least one vector. A field representative was contacted and performed automatic configuration which showed good sensing in the secondary sensing vector. The field representative for the other manufacturer of the leadless pacemaker reconfigured settings and another automatic configuration was performed which yielded the same results. Five days later the patient received an inappropriate shock from the s-ICD due to t-wave oversensing from reduced r-wave sensing. Therapy was programmed off in the s-ICD. Technical services (ts) review of the data was requested. Upon review, ts reviewed the data and provided feedback on sensing vector optimization. At this time the device remains implanted, and no additional adverse effects were reported.